Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8198160. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the sample submitted, bd engineers were able to determine that the most likely root cause for this issue is an anomaly in the fabrication process of the raw material used for the catheter tubing. The abrasive markings found on the device occur sporadically during the extruding process and are controlled through visual sorting of the material during receipt from the supplier. Bd has notified the appropriate personnel to increase awareness during inspection.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system leaked during the pre-prime. This occurred on 3 separate occasions. No serious injury or medical intervention was reported. "Event date: (B)(6) 2019. The nurse noticed that the juncture of catheter tubing and catheter adapter was leaked during the pre-prime before peneteration."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system leaked during the pre-prime. This occurred on 3 separate occasions. No serious injury or medical intervention was reported. Verbatim: "event date: (B)(6) 2019. The nurse noticed that the juncture of catheter tubing and catheter adapter was leaked during the pre-prime before penetration."